Event description:
Caller reported encountering a cgm error 42. Blood glucose level reading was not mentioned, but it can be inferred to be within the normal range given no specific adverse impact was noted. Technical support provided instructions for performing a complete pump reset, and the caller was guided through this process. After the reset, the error code did not appear again, allowing the caller to successfully start a new sensor session.